Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. (B)(4).

Event description:
It was reported that 40 unspecified bd connecta contributed to infection (30) or had a loose stopcock (10) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of infection (30) and the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (10). Additional information related to infection: "needing to use antibiotic treatment."